Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is completed.

Event description:
Sample ID (B)(6) generated chloride 148 mmol/l that repeated 103 mmol/l on architect c16000 and 102 mmol/l on architect c8000. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
A search for similar complaints for the conc ict diluent (ln 02p32-50) lot 85242un18 identified one other complaint. A review of historical data for conc ict diluent (ln 02p32-50) lot 85242un18 on the architect serial number (B)(6) did not identify any trends. Manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the conc ict diluent.